Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, iol haptic was damaged or jammed in the delivery system or misfired. There was no patient contact. Additional information was received and stated, lens was stuck and would not advance. The surgery was completed on the same day and there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock out assembly has been removed. Insufficient amount of ophthalmic viscoelastic device (ovd) observed in the device no ovd observed past the lens. The plunger has been advanced to mid nozzle and is advanced over the intra ocular lens (iol). The iol is advanced into the nozzle entry and is damaged. The root cause for the reported complaint is most likely related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).